Manufacturer narrative:
(B)(4). The device was manufactured from august 22, 2014 ¿ august 23, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal evidence of a separated coil cap. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor fell off of the housing. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.